Manufacturer narrative:
Gi bleeding and is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a clinical database that a patient presented with a three to five day history of nausea, vomiting and dark foul-smelling stools. At the time of the event, the patient was taking aspirin and warfarin; which was held on hospital admission on (B)(6) 2015 and the patient transfused with two units of packed cells. A gastrointestinal (gi) consult the next day found no evidence of acute active gi bleeding. They recommended the continuation of the patient's proton-pump inhibitor infusion and felt that the bleeding might be self-limited. An endoscopic gastro-duodenoscopy was not performed at this time. The patient was further treated with intravenous esomeprazole from (B)(6) 2015. The patient was discharged home five days after his hospital admission on (B)(6) 2015. Approximately three and a half weeks later on (B)(6) 2015, the patient was re-admitted to hospital with epistaxis and dark-tarry stools. The patient did not require blood transfusions during this admission. A gi consult the next day recommended intravenous proton-pump inhibitor infusion and an egd. The egd found no evidence of bleeding. The patient was treated with intravenous esomeprazole from (B)(6) 2015. The patient was discharged home three days after this second admission on (B)(6) 2015. Approximately three weeks later, the patient presented to his gi physician for a capsule endoscopy and was found to be anemic with dark, tarry stools. He was re-admitted to hospital on (B)(6) 2016 where he was transfused with two units of packed cells. Capsule endoscopy revealed fresh blood and proximal small bowel, possible arteriovenous malformations (avm) in the proximal small bowel, avms in mid-distal small bowel and a small nodule in the proximal small bowel. Egds on (B)(6) 2016 were both aborted due to the presence of food in the patient's stomach. During the second attempt, the physician was able to visualize a blood clot. The patient was treated with intravenous esomeprazole and octreotide from (B)(6) 2016 and subcutaneous octreotide from (B)(6) 2016. The patient was discharged home nine days after this third admission on (B)(6) 2016. Approximately three and a half weeks later, the patient presented to hospital with a two day history of melena, weakness, shortness of breath, nausea, vomiting and a decreased oral intake. He was re-admitted on (B)(6) 2016 and was transfused with six units of packed cells on (B)(6) 2016, one on (B)(6) 2016 and one unit on (B)(6) 2016. A gi consult recommended that the patient remain npo and be treated with esomeprazole and octreotide. An egd on (B)(6) 2016 revealed moderate to severe congestive gastropathy with evidence of friable mucosa and ectatic blood vessels with no active signs of bleeding and normal small bowel mucosa up to mid-distal jejunum. The patient was treated with intravenous octreotide, esomeprazole and pantoprazole. He was discharged home on (B)(6) 2016. This event was reported to be unresolved at the time of this report since the bleeding has been intermittent and a source of bleeding has not been identified. The primary investigator reported that the event was possibly related to the hvad system and to the patient's condition and unrelated to the hvad procedure.